Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/ chronic') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal infection ("vag. Infect"), psychological trauma ("psych injury") and migraine ("migraine"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal infection and migraine had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, migraine, pelvic pain, psychological trauma and vaginal infection to be related to essure. The reporter commented: received treatment for pain, bleeding, psych injury, bladder/urinary prob, other injuries/sympt: yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded.. Imaging procedure on (B)(6) 2009: essure confirmation test (unspecified) showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: previously reported event of physical pain was updated to physical pain/pelvic pain. New events added - abdominal pain, gen. Abnorm. Bleed, psych injury, vag. Infect, migraine. Outcome of the event pelvic pain was updated. Reporter information, removal date, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/ chronic') in an adult female patient who had essure (batch no. 626146) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vag. Infect / infection (bladder/ urinary tract/vaginal) type: vaginal"), hot flush ("hormonal changes hot flashes"), night sweats ("night sweats"), vaginal haemorrhage ("vaginal bleeding"), heavy menstrual bleeding ("menorrhagia") and menometrorrhagia ("menometrorrhagia"). In (B)(6) 2017, the patient experienced stress urinary incontinence ("stress urinary incontinence"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Blee/ heavy bleeding biopsy"), abdominal pain ("abdominal pain"), depression ("psych injury / depression"), migraine ("migraine / migraines / headaches") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral),excision of endometriosis.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal infection and migraine had resolved and the depression, hot flush, night sweats, vaginal haemorrhage, heavy menstrual bleeding, anxiety and stress urinary incontinence outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, heavy menstrual bleeding, hot flush, menometrorrhagia, migraine, night sweats, pelvic pain, stress urinary incontinence, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for pain, bleeding, psych injury, bladder/urinary prob, other injuries/sympt : yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Imaging procedure - on (B)(6) 2009: essure confirmation test (unspecified) showed bilateral occlusion. Pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-apr-2021: reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/ chronic') in an adult female patient who had essure (batch no. 626146) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (b)(6 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vag. Infect / infection (bladder/ urinary tract/vaginal) type: vaginal"), hot flush ("hormonal changes hot flashes"), night sweats ("night sweats"), vaginal haemorrhage ("vaginal bleeding"), heavy menstrual bleeding ("menorrhagia") and menometrorrhagia ("menometrorrhagia"). In (B)(6) 2017, the patient experienced stress urinary incontinence ("stress urinary incontinence"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Blee/ heavy bleeding biopsy"), abdominal pain ("abdominal pain"), depression ("psych injury / depression"), migraine ("migraine / migraines / headaches") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral),excision of endometriosis.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal infection and migraine had resolved and the depression, hot flush, night sweats, vaginal haemorrhage, heavy menstrual bleeding, anxiety and stress urinary incontinence outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, heavy menstrual bleeding, hot flush, menometrorrhagia, migraine, night sweats, pelvic pain, stress urinary incontinence, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for pain, bleeding, psych injury, bladder/urinary prob, other injuries/sympt : yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Imaging procedure - on (B)(6) 2009: essure confirmation test (unspecified) showed bilateral occlusion. Pregnancy test - on an unknown date: negative. Lot number: 626146, manufacturing date: 2007-10, expiration date: 2009-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-may-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/ chronic') and genital haemorrhage ('gen. Abnorm. Blee/ heavy bleeding biopsy') in an adult female patient who had essure (batch no. 626146) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vag. Infect / infection (bladder/ urinary tract/vaginal) type: vaginal"), hot flush ("hormonal changes hot flashes"), night sweats ("night sweats"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and menometrorrhagia ("menometrorrhagia"). In (B)(6) 2017, the patient experienced stress urinary incontinence ("stress urinary incontinence"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), depression ("psych injury / depression"), migraine ("migraine / migraines / headaches") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal infection and migraine had resolved and the depression, hot flush, night sweats, vaginal haemorrhage, menorrhagia, anxiety and stress urinary incontinence outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, hot flush, menometrorrhagia, menorrhagia, migraine, night sweats, pelvic pain, stress urinary incontinence, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for pain, bleeding, psych injury, bladder/urinary prob, other injuries/sympt: yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Imaging procedure - on (B)(6) 2009: essure confirmation test (unspecified) showed bilateral occlusion. Pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs and medical record received. Reporter and demography detail added. Lot number added. Events hormonal changes hot flashes, night sweats, vaginal bleeding, menorrhagia, mental anguish, menometrorrhagia, stress urinary incontinence added. Events psych injury updated to psych injury / depression added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/ chronic') and genital haemorrhage ('gen. Abnorm. Bleeding/ heavy bleeding biopsy') in an adult female patient who had essure (batch no. 626146) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vag. Infect / infection (bladder/ urinary tract/vaginal) type: vaginal"), hot flush ("hormonal changes hot flashes"), night sweats ("night sweats"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and menometrorrhagia ("menometrorrhagia"). In (B)(6) 2017, the patient experienced stress urinary incontinence ("stress urinary incontinence"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), depression ("psych injury / depression"), migraine ("migraine / migraines / headaches") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal infection and migraine had resolved and the depression, hot flush, night sweats, vaginal haemorrhage, menorrhagia, anxiety and stress urinary incontinence outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, hot flush, menometrorrhagia, menorrhagia, migraine, night sweats, pelvic pain, stress urinary incontinence, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for pain, bleeding, psych injury, bladder/urinary prob, other injuries/sympt : yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Imaging procedure - on (B)(6) 2009: essure confirmation test (unspecified) showed bilateral occlusion. Pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2019: quality safety evaluation of ptc. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.